Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported separation was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Subsequent to the submission of the initial medwatch report additional information was received. The customer contact reported that this single-use device was not reprocessed. Additional information can be found in sections d8 and d9.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Sections d8 and d9: the information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported a separation, the tubing set was being used to deliver sufenta lmcg/ml and bupivacaine 0,6mg/ml, at a rate of 5ml/hr, via a gemstar pump. It was reported that the patient was in active labor. The customer contact reported that approximately 15 minutes prior to the start of the delivery of medication, the physician delivered an unspecified bolus dose of an unspecified medication. At an unspecified time the delivery was started. It was reported that approximately 1/2 to 1 hour after the bolus dose was delivered, the patient reported pain described as severe. The customer contact indicated that during the evaluation of the pain, it was noted that the tubing had separated from the distal end of the cassette of the tubing set. The tubing set was replaced and the. Therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were_ required. Though requested, no additional information was provided.